Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has a fracture. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter),analysis of the device memory indicated the right ventricular lead integrity alert. Concomitant medical products:model: d314trg, crt-d; implanted: (B)(6) 2011.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) due to high rate non-sustained episodes, increased sensing integrity counter (sic) and "noisy egms." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.